Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer treated their blood glucose levels and went to sleep. However, the customer woke up with a blood glucose level of 540 mg/dl. The customer stated that they had gastroparesis which may have cause the body to process the insulin slower causing the high blood glucose. The customer was not wearing their sensors because the customer mentioned that the box of sensors they were using was not working properly.